Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output after being subject to electrocautery and the patient became asystolic. The device was explanted and replaced. The patient was fine after the procedure.